Event description:
It was reported that an occlusion alarm occurred. Customer cleared the alarm and resumed insulin delivery. No reported impact to the customer¿s blood glucose level.

Manufacturer narrative:
The device has been received for evaluation: however, device evalutaion is not yet complete. A supplemental report will be submitted upon completion of the evaluation.